Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional sf catheter and char occurred. Rf ablation was performed with this catheter in the left atrium (la) and within the coronary sinus (cs) with the smartablate generator. A pulmonary vein isolation (pvi) was performed for left and for right pvs. A roof line, a box line and a mitral isthmus line had been created via ablation. All the ablations took place in the la and in the cs. The purpose of the ablation in the cs was to close the box line. At the end of the procedure when the catheter was removed from the patient, the physician noticed that there was char that covered the top of the most distal part of the catheter. They were using heparinized saline 1.000 ie per liter. Settings during the event include: power control mode / 38 watts / maximum temperature observed was 34 degrees / maximum force seen was 70g. The procedure was completed without patient consequence. Upon request additional information was received stating that the flow applied was 15 ml/min. The system did not present any errors nor did they see any product problem. The physician described the char as coagulum. The physician¿s opinion is that this is a potential adverse event as the material ¿collected¿ at the tip might be able to get into the blood flow. The amount of char noted is indicative of a reportable event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on october 6, 2014 . The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a smart touch bidirectional sf catheter and char occurred. Rf ablation was performed with this catheter in the left atrium (la) and within the coronary sinus (cs) with the smartablate generator. A pulmonary vein isolation (pvi) was performed for left and for right pvs. A roof line, a box line and a mitral isthmus line had been created via ablation. All the ablations took place in the la and in the cs. The purpose of the ablation in the cs was to close the box line. At the end of the procedure when the catheter was removed from the patient, the physician noticed that there was char that covered the top of the most distal part of the catheter. They were using heparinized saline 1.000 ie per liter. Settings during the event include: power control mode / 38 watts / maximum temperature observed was 34 degrees / maximum force seen was 70g. The procedure was completed without patient consequence. The returned device was visually inspected upon receipt and the tip dome had char. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. Further investigation was made by r&d. The distal tip electrode irrigated shell was carefully removed in order to expose the internal irrigation surfaces. Material was observed on the internal distal face of the tip shell as well as partially along the cylindrical wall. Material was investigated by an ft-ir method in order to get the type of material adhered to the internal surfaces. The results of the ftir analysis indicated spectra consistent with protein and sodium chloride. However, it remains unknown the origin of the material and how it contributed to the failure reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the reported customer complaint regarding the char has been verified. However, the catheter met the manufacturing specifications.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smarttouch® bi-directional navigation catheter approved under 510(k)/ PMA # p030031/s053. (B)(4).